Event description:
It was reported during implantation the physician had placed the sutures around the valve, but had not seated the valve when he noticed a hole in one leaflet. The valve was replaced with another manufacturer's valve. Additional information indicated the patient expired due to cardiogenic shock and was not related to the sjm device.